Manufacturer narrative:
Date of event estimated.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. The patient was not receiving therapy. Surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. The reported observation of replace generator soon was confirmed. The root cause of the reported observation was due to the device having normal battery depletion at the time of explant. The approximate time between the eri voltage threshold of <2.73v to the eol declaration was 4 months, based on the monthly battery log calculation. When referencing the clinician manual, the estimated time between eri and eol using the average energy factor that was used for the longevity estimate should have been 3.9 months.

Manufacturer narrative:
Date of event estimated. Correction - section h6 - code correction.